Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted due to the patient not getting therapeutic effect. The healthcare provider (hcp) was to leave a portion of the spinal segment, tying it off, and removing the pump only. The patient status at the time of this report was ¿alive ¿ no injury.¿ the drug being delivered via the device system was unknown. Outcome information was not provided at the time of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.